Event description:
It was reported that the pt was explanted on (B)(6) 2012 due to an infection of the tissue used to obliterate a radical cavity. The pt was re-implanted on (B)(6) 2012.

Manufacturer narrative:
The device has been explanted and should be returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.